Manufacturer narrative:
Samples received for evaluation were visually inspected and leak tested both the visual inspection and leak test confirmed the issue reported. The device history records for the lot numbers reported were reviewed and no issues were found. The product was manufactured, inspected and released in accordance with internal procedures. During the manufacturing process review, opportunities for improvement were identified in both the molding and assembly processes. The connector molding process will be adjusted to minimize the presence of weld lines and thus reduce the possibility of cracking due to molded in stress. Also, the use of alcohol as a lubricant in the assembly process will be evaluated to minimize contact with the hard connectors which may contribute to cracking. In addition, quality personnel wil be made aware of the reported product issue.

Event description:
The temperature probe component of the circuit fractured on as many as 12 circuits causing a leak and subsequent loss of pressure in the infant ventilators.